Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a with cracked case behind the pump at the battery compartment, cracked battery tube threads and a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement and displacement test due to the blank display.

Event description:
It was reported that the insulin pump was damaged at battery compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.